Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the barcode scanner did not work as intended. A field service engineer reseated the connections and reset the universal serail bus port as well as the drivers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system barcode scanner did not work as intended, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.